Event description:
The device was returned for service due to an upgrade request from the customer. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received for inspection. During service, technician found device had damages to the hose. The device was repaired and returned to the customer.